Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you describe the appearance of vicryl suture during 1st reoperation on june 29, 2020? - it is unknown if the vicryl broke. Since vicryl is used in the same location as the stratafix, followed by wound dehiscence, it can be difficult to prove that the vicryl is not broken. It cannot be determined that vicryl has no problem. No further information will be provided. The following information was requested, but unavailable: what was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery on 6/27/2020? Was there any alleged deficiency of vicryl suture to the event occurred after june 29, 2020? Product code and lot number of vicryl suture used for reinforcement on june 27? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event linked to breakage of stratafix suture placed on (B)(6) 2020, and removed on (B)(6) 2020 was submitted via (B)(4). Event linked to vicryl suture placed for reinforcement on (B)(6) 2020, possible infection outcome and re-operation on (B)(6) 2020 was submitted via (B)(4). Event linked to stratafix suture placed on (B)(6) 2020, possible infection outcome and re-operation on (B)(6) 2020 was submitted via (B)(4).

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2020 and the suture was used for reinforcement on fascia. On (B)(6) 2020, the patient experienced a small amount of blood had come out of the wound. Wound dehiscence occurred. On (B)(6) 2020, when the affected site was re-incised, the suture was removed. It cannot be determined that the suture has no problem. The opened wound was closed with another like suture again for reinforcement. No further information is available.